Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported damage at the back of the pump from the battery side and on the screen. The customer reported blood glucose value of 54 mg/dl and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for cosmetic damage allegation, instructed customer that pump will be replaced. No further patient complications were reported. Mmt-1886 was requested for return, and the device returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: partially broken retainer, broken belt clip rails, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and stained keypad overlay. Cosmetic damage was confirmed at the back of the battery tube. Cosmetic damage was not confirmed at the lcd screen. For additional information regarding the tests performed refer to (B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.